Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical devices: guide wire: asahi prowater 180 cm; hi-torque whisper 190 cm. (B)(4) - improper or incorrect procedure or method: incorrect prep. Evaluation summary: the device was returned for analysis. The resistance with the catheter was not confirmed. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that instruction for use (IFU) mini trek/trek otw instructs: submerge the balloon in sterile heparinized normal saline during balloon preparation to activate the coating. Based on the information reviewed, there is no indication of a product deficiency. The additional hi-torque whisper and asahi prowater devices referenced are being filed under separate medwatch reports.

Event description:
It was report that during a procedure of the moderately tortuous, first obtuse marginal of the circumflex artery, the asahi prowater guide wire was positioned and the 2.0 x 12 mm mini trek otw balloon dilatation catheter (bdc) met resistance during advancing and removal but the bdc was inflated and deflated three times at 8 atmosphere (atm) without issue. The bdc was left in position and the prowater was removed and a whisper guide wire was advanced and positioned. It was noted that although improved, there was still resistance noted with the mini trek otw bdc. The procedure was completed and the bdc and guide wire were removed as a system from the anatomy without issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.